Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving bupivacaine at 13.653 mg/day and morphine at 7.206 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2021, it was reported that the patient's pump failed. According to the patient, their healthcare provider (hcp) indicated that the pump had stopped working 29 days prior to the refill. Patient said the pump was not alarming. Patient did not know specifically why or how the pump had stopped working. Patient stated that she had been having more pain but thought it was due to the cold of the winter. Patient stated that she has an appointment to have the pump removed.